Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The reported device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: effect of acute kidney injury after percutaneous mitral valve repair on outcome.

Event description:
This is filed to report the patient death. It was reported through a research article (abstract) identifying that the mitraclip system maybe related to a death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, effect of acute kidney injury after percutaneous mitral valve repair on outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of reported part/lot number, the UDI # cannot be calculated. A review of the lot history record of the complaint devices could not be performed because the products were not returned for analysis and the part/lot information for the devices was not available. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although, a conclusive cause for the reported adverse event, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer noted that acute kidney injury is a common complication of procedures with general anesthesia and imaging performed in frail patients or patients with heart disease. This is unspecific and not directly related to the mitraclip device. Acute kidney injury has been shown to be a predictor of death in the studied population and this is consistent with other studies evaluating other type of procedures such as percutaneous coronary intervention.